Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a crack in the reservoir chamber and the reservoir will not stay in. Customer's blood glucose level was high around 350 mg/dl and 400 mg/dl. The insulin pump alarmed no delivery. The reservoir will not sit correctly due to the insulin pump's damage. The customer treated her blood glucose level with manual injections and the insulin pump. The no delivery alarm was resolved by screwing the reservoir back in. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received unable to perform basic occlusion test and occlusion test due to completely broken off reservoir tube lip. The insulin pump also alarmed compromised force sensor system during prime test due to faulty force sensor resistor; during prime test due to faulty force sensor resistor. However, the insulin pump passed idle current test, run current test, displacement test and rewind. The insulin pump had minor scratched display window, cracked battery tube threads and missing the reservoir tube o-ring.